Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 30 minutes after starting treatment with a revaclear 400, the patient experienced cold sweat, nausea, vomiting, limb numbness. It was further reported that the blood pressure dropped from 145/70 mmhg to 98/60 mmhg. Treatment was stopped and the patient was administered dexamethasone sodium phosphate injection (10 mg). Approximately 10 minutes later, "the symptoms were relieved" and the blood pressure was measured at 140/72mmhg. The dialyzer was replaced, and treatment was restarted. No additional information is available.